Event description:
The reported issue was found during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (the issue was found during preparation for use not procedure as the initial indicated). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that reported events, "no image" and "error b30", were caused by the adhesion of foreign material on the video connector pins. The event can be prevented by following the instructions for use which state: [5.3 connection of an endoscope] before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error code, the communication and the picture goes dark, sometimes do not recognize the cyf-vh. The issue occurred during an unknown diagnostic procedure. There were no reports of patient injury or harm.